Event description:
It was reported that the patient developed an infection three weeks after implantation. The patient underwent an explant procedure. All explanted device components were discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in three weeks after implantation. Block d6b: 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3186022/5071891.